Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick otw baloon ruptured at 8 atm's on the initial inflation. It was removed and replaced with another catheter to complete the procedure. The maverick otw balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good". No additional info is avail.